Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy issue was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a defective lower pressure sensor.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure)[acc2] issue.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a defective lower pressure sensor. The customer report of an accuracy issue was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.